Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that during pre-dilatation the voyager nc balloon ruptured at 14 atm. Another voyager nc balloon catheter was used to complete the procedure. Reportedly, there were no pt effects. No add'l event or pt info is available.

Manufacturer narrative:
(B) (4). (B) (4).